Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident it was determined that the system server had an issue where the user was unable to pull up medications in pharmacy formulary. A technical support specialist tss dialed in to the server and verified that the user was active then planned to make changes to the user role settings. The tss logged in to the device configured the required settings in formulary management updated the access and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to pull up medications in pharmacy formulary. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.